Event description:
It was reported that the catheter burst just before the bifurcation.

Manufacturer narrative:
The complaint of a leak was confirmed, but the exact cause is unknown. There was a tear in the d/l tubing along the distal end of the bifurcation. The tear exposed the arterial lumen, which allowed the catheter to leak. The exact mechanism of damage is unknown; however, no defects related to the mfg process were found in the complaint sample. The complaint sample exhibited signs of use. The extension legs, bifurcation and the d/l tubing were discolored, tape residue was found on the product, and the printing was worn from the bifurcation and extension legs. A chr of lot# repj0102 showed no other similar product complaint(s) from this lot.